Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide states: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. H3 other text: device not returned.

Event description:
It was reported that after the pump was dropped, a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.